Event description:
It was reported that during central processing the customer experienced the 8mm prograsp forceps instrument after sterilizing to have a cracked and displaced forceps from the end of the shaft.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately .1575 from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.